Manufacturer narrative:
Additional, changed, and/or corrected data: a4, b3, h6.

Event description:
Healthcare professional reported left side "rupture/deflation" the device has been explanted.

Event description:
Healthcare professional reported left side no complaint against the device. The device has been explanted and replaced. This record is no longer reportable to the FDA and will be un-reported.

Manufacturer narrative:
Additional, changed, and/or corrected data: a3a, b2, b3, b5, d1, d4, g1, h6.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation and rupture.

Event description:
Healthcare professional reported left side "rupture/deflation" the device has been explanted.